Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.